Event description:
The end user facility contacted olympus to report that the k-wire was completely cut. Upon evaluation and inspection of the returned device, foreign material was found in the forceps elevator. This MDR is being submitted to capture the reportable malfunction discovered during evaluation.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The presence of foreign material has also been confirmed. In addition, dirt, cuts, wear, damage, detachments, scratches, and deformations were found throughout the device. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected by following the instructions for use (IFU) which state: chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.